Event description:
All lamps light up in self-test. There is no patient invovled in this event.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 450p passed ¿out qat¿ from heartsine technologies on the 18th june 2020. The device was returned with a reported fault of all leds becoming illuminated. Information from the history log shows the device was installed on the 3rd august 2020 and power cycled multiple times prior to the date of complaint on the 4th august 2020, indicating that the user had become alerted to an issue at this time. Throughout the investigation, the status and icon leds did not illuminate outside of specification. No fault was identified on the membrane, microprocessor or elsewhere on the pcba that would have resulted in the erroneous illumination of the leds. The device was routinely power cycled over a total a total of 18 days while being subject to extensive thermal stress testing between 0-50°c and 95%rh, with no fault found on the led functionality during this time. As this was an isolated issue with no fault found on the device on receipt, no further investigation shall be carried out. Heartsine will continue to monitor for future reported faults of this nature. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 450p.

Event description:
All lamps light up in self-test. There is no patient involved in this event.